Event description:
Pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted, overlapping, in the proximal lcx to treat restenosis after previous ptca (ref MFR #2953200201002390). An endeavor sprint rx stent was also implanted in the mid lcx to treat restenosis after previous ptca (ref MFR # 2953200201002392). The pt is reported to have suffered a suspected non-q-wave mi during the index procedure or re-pci procedure, on the same day as index procedure. The infarction location was identified in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with a peri-procedural mi. A staged procedure was completed approximately 3 weeks post index procedure. An endeavor sprint rx stent was implanted in the mid rca to treat the target lesion. At 1 month, 6 month, 1 year and 1.5 year follow-up's pt was asymptomatic / free of symptoms. Approximately 17 months post index procedure, the pt was diagnosed with metastatic nsclc lung cancer with metastasis to right hip and spine. Approximately 19.5 months post index procedure, pt death is reported to have occurred. Cause of death was reported as cancer related. The investigator assessed that the event was not related to the study stents.

Manufacturer narrative:
(B)(4): evaluation results: (mi, death).